Event description:
It was reported that there has been atrial undersensing. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2011; 5076 implantable pacing lead implanted: 2011. (B)(4).